Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 665 mg/dl and ketones that were not identified as dangerous by a healthcare provider. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Multiple follow up attempts were made to obtain additional information; however, a response was not received.